Manufacturer narrative:
Concomitant medical products: 97702, pain stim ipg, implant date: (B)(6) 2014; 39286-65, pain stim, lead, implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing causing inappropriate ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.